Event description:
The customer stated that she tested her glucose and receive a high reading of 262 mg/dl using her contour meter. She took insulin based on the reading. The next morning, paramedics were called because the customer's glucose dropped too low and she was confused. Paramedics tested the customer's glucose at 29 mg/dl using their meter. The customer was treated with i.v. Glucose and given food. Paramedics left once the customer's glucose was at 86 mg/dl. Troubleshooting showed the meter to be operating as designed. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.